Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 01/13/2026. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. The patient's brother stated the patient experienced a stroke while being in an active sensor session. The event was reported via email, in which the patient´s brother requested a sensor replacement due to ¿these issues¿. When issues were further specified in the email it was mentioned that the patient had a stroke. It was unknown if the stroke was in related to a possible cgm malfunction. There was no documentation of further medical evaluation or intervention. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.